Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, embedment of the filter in the inferior van cava (ivc) wall; and fracture, requiring complex retrieval of embedded and fractured filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, embedment of the filter in the inferior van cava (ivc) wall; and fracture, requiring complex retrieval of embedded and fractured filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the filter perforated the ivc and was tilted. The patient underwent the filter removal procedure five months and twenty-seven days post implantation. Per the medical records, the patient tolerated the removal procedure well and there were no reported complications. The patient also reports to have pain at the site where the filter was removed, anxiety and intermittent chest pain from emotional distress. According to the medical records, the patient had a history of menorrhagia related to a large uterine fibroid. The indication for the procedure was pulmonary emboli (pe). The findings during the index procedure were pulmonary hypertension and thrombus in the left iliac vein. The filter was deployed successfully during the index procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of menorrhagia related to a large uterine fibroid. The indication for the procedure was pulmonary emboli (pe). The findings during the index procedure were pulmonary hypertension and thrombus in the left iliac vein. The filter was deployed successfully during the index procedure. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, embedment of the filter in the inferior vena cava (ivc) wall; and fracture, requiring complex retrieval of embedded and fractured filter. As a direct and proximate result of these malfunctions, the patient suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the filter perforated the ivc and was tilted. The patient underwent the filter removal procedure five months and twenty-seven days post implantation. Per the medical records, the patient tolerated the removal procedure well and there were no reported complications. The patient also reports to have pain at the site where the filter was removed, anxiety and intermittent chest pain from emotional distress. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Implant removal is a known potential adverse event associated with all implantable medical devices. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.